Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl. Customer reported it was normal to experience low bg levels. Reportedly, the customer consumed carbohydrates to treat bg level.